Event description:
It was reported that 44 days after implantation of a taxus express2 2.5x24mm drug eluting stent, an in-stent stenosis occurred. The target lesion was located in the proximal right coronary artery. No information was reported on the degree of stenosis before or after the placement of the 2.5x24mm taxus stent. No information was reported on the calcification or tortuosity of the treated vessel. No information was reported concerning medications used during the procedure or patient complications. The patient presented 44 days after the original intervention with 90% in-stent stenosis of the distal edge of the original 2.5x24mm taxus stent placed in the proximal right coronary artery. A 2.5x8mm taxus stent was deployed to a 2.2mm diameter in the distal edge of the original 2.5x24mm taxus stent. A post intervention stenosis of 0% was reported for the right coronary artery. No information was reported concerning the medication used during the procedure. The patient was reported to have tolerated the procedure well.